Manufacturer narrative:
This report is for one of three devices involved in the event; please refer to report 3013450937-2018-00074 and 3013450937-2018-00076 for the others. The device history records and sterilization batch release records were reviewed and indicated that all components involved met specification. Should additional information be obtained the report will be supplemented.

Event description:
Revision surgery scheduled to wash out the joint and replace poly components, due to an alleged infection.